Event description:
Reporter indicated that a pt developed an infection at the electrode incision site after implantation of the vns therapy system. The infection was complicated by the pt continuing to shave his neck after the surgery. The pt recovered and no devices were explanted, however; the pt had wound debridement under general anesthesia and also received intravenous antibiotics. The pt also underwent daily dressing changes and wound packing. After the wound was sufficiently healed with granulation tissue, the wound was closed.

Manufacturer narrative:
Article reference: epilepsia, 42(1): 133-135, 2001. Deep wound infection after vagus nerve stimulator implantation: treatment without removal of the device. Ortler, m, et al. Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator, and lead prior to distribution. See scanned pages.